Manufacturer narrative:
(B)(4). Investigation result: visual examination of the returned complaint device found the balloon did not show visual defects and was in a good condition. No damage was found on the catheter of the device. The device was returned with a non-bsc syringe connected. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole over the shoulders in the proximal section on the body of the balloon. The reported failure of the balloon bursting is not confirmed. It is possible that the factors encountered during the procedure, the interaction with the scope, and/or the technique used by the physician could have caused the balloon pinhole damage and for this reason did not hold the pressure causing that the balloon was rupture during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophageal cardia during an esophageal stenosis dilation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon was able to be inflated without any problem until halfway of the inflation, the balloon ruptured at 7atm. The procedure was completed at this time. There were no patient complications reported as a result of this event.